Manufacturer narrative:
Manufacturer narrative: iop, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, with elevated intraocular pressure, medical management (medication) was used. The lens was then exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.